Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 25-sep-2020. The most recent information was received on 02-oct-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), vaginal infection ("vaginitis"), depression ("poor tolerance to essure with depression"), limb discomfort ("heavy legs"), fatigue ("tiredness"), vulvovaginal dryness ("vaginal dryness") and neurological symptom ("neurological symptoms in lower limbs") and was found to have quality of life decreased ("significant deterioration in quality of life"). The patient was treated with surgery. Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal had resolved and the headache, vaginal infection, depression, limb discomfort, fatigue, vulvovaginal dryness, quality of life decreased and neurological symptom outcome was unknown. The reporter considered depression, fatigue, headache, limb discomfort, medical device removal, neurological symptom, quality of life decreased, vaginal infection and vulvovaginal dryness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-sep-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), vaginal infection ("vaginitis"), depression ("poor tolerance to essure with depression"), limb discomfort ("heavy legs"), fatigue ("tiredness"), vulvovaginal dryness ("vaginal dryness") and neurological symptom ("neurological symptoms in lower limbs") and was found to have quality of life decreased ("significant deterioration in quality of life"). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal had resolved and the headache, vaginal infection, depression, limb discomfort, fatigue, vulvovaginal dryness and quality of life decreased outcome were unknown. The reporter considered depression, fatigue, headache, limb discomfort, medical device removal, neurological symptom, quality of life decreased, vaginal infection and vulvovaginal dryness to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.